Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume position. This was due to a lifted pin on the piezo transducer. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department with an unsigned note that stated, "even when plugged in would beep low battery." No tracking information was provided; therefore, specific patient information, pump programming or, event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. Though requested, no additional information was provided.